Manufacturer narrative:
Insulin pump was received with blank display due to corroded battery and corroded battery tube spring. Insulin pump was received with minor scratched display window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump randomly powered off. The insulin pump had a blank display. Customer's blood glucose level was 107 mg/dl. The battery compartment was corroded. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.